Event description:
Caller reported a cgm error and was guided by technical support to reset the pump. There was no adverse impact to the customer¿s blood glucose level. Following the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session by completing the cartridge loading independently.